Event description:
The readings in the pt monitor and central stations are not accurate due to a software problem as referred by MFR. In addition, monitors and central stations turn off permanently after a few hours of use due to a power supply problem. These two problems may result in death of the pt due to a wrong reading of the vital signs, especially if it is a one-pound neonatal pt. Rptr has asked several times for service with no affirmative response from the MFR who has already collected $300,000.00 in advance payment for the equipment. Also see 1006144, 1006143.